Event description:
The customer reported that she experienced high blood glucose results while wearing a pod. She stated that at 9:12am, her result was 21.4 mmol/l (385 mg/dl), and she gave herself a 7.15u bolus. At 9:43am, it was 22.8 mmol/l (410 mg/dl). She deactivated pod and observed that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.